Event description:
The customer reported that after processing five hcv plates on osp, the plate reports showed increased negative absorbances. No error was generated. No death or serious injury was associated with this incident.